Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that j connector loop split open during use. The following information was provided by the initial reporter: had a j-loop connector split open while delivering contrast in CT. The rate of delivery was 5ml per second.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that j connector loop split open during use. The following information was provided by the initial reporter: had a j-loop connector split open while delivering contrast in CT. The rate of delivery was 5 ml per second.